Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va0ef41, implanted: (B)(6) 2017, ubd: 27-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as gastrointestinal/pelvic floor. It was reported the ins and lead had to be replaced because they had failed. The change in therapy/symptoms was considered gradual. The event date was noted as (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Note: patient code was changed from (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that ins and lead failures first noticed on (B)(6) 2017 after heavy lifting and hard work. They had acute change. They had displacement from heavy physical activity four months after placement. They tried program setting changes and impedence testing by representative. Device was fully replaced. They were now working well. Patient weight was reported.